Manufacturer narrative:
Correction: section d serial number; section h4

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.